Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Evaluation: results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
As reported by the distributor in (B)(4), during their incoming inspection, it was noted that one sterile pouch for a 48" high pressure contrast injection line was not sealed. The device was set aside to be returned to the manufacturer for evaluation. As the reported defect was noticed at the distributor's incoming inspection, there was no contact with the patient and hence no harm to the patient.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated for the architect hepatitis b surface antigen and hcv assays. The customer performed troubleshooting and was advised to change the lot of reaction vessels (rv's), and the issue was resolved. There was no impact to patient management.